Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 403 mg/dl due to an infection she got while she was in (B)(6). The customer did not believe that the insulin pump was at fault for the high blood glucose. The customer went to the hospital and she was treated with antibiotics for the infection. Troubleshooting was declined. No products were returned or replaced.